Manufacturer narrative:
The complainant indicated that the ultraflex tracheobronchial stent was disposed and will not be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an ultraflex tracheobronchial uncovered distal release stent was to be implanted in air ducts to treat a tracheal stenosis during a stent dilation procedure performed on (B)(6) 2022 . Reportedly, the patient's anatomy was not dilated prior to stent placement. During the procedure, the ultraflex tracheobronchial delivery system was advanced through the tracheal intubation; however, resistance was felt and the delivery system could not continue to advance. A bronchoscope was advanced through the intubation, and the physician found the ultraflex tracheobronchial stent was partially deployed. The ultraflex tracheobronchial stent was removed from the patient and the procedure was cancelled due to another of the same device was unavailable. There were no patient complications reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.